Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the difficult to advance the clip delivery system (cds) and difficulty removing the gripper line resulting in the single leaflet device attachment (slda) appears to be related to patient morphology/pathology. Due to the suboptimal transseptal puncture, it caused increased tension on the device. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the difficulty removing the gripper line, clip detachment from one leaflet and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The ntr clip delivery system (cds) (90423u224) was advanced to the mitral valve and the clip was placed centrally but mr was not reduced. The clip was moved to medial position, but the clip could not grasp the leaflets. The ntr clip was removed and the physician tried another approach using an xtr clip (90322u191). Because the suboptimal transseptal puncture was too anterior, the whole system was under tension. The physician was able to deploy the xtr clip, but the physician was not able to pull the gripper lines. After trying to relax the system it was possible to remove the gripper line, and the clip was deployed reducing mr to 2. However, after clip deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda and mr increased to 3. A second xtr clip (90322u192) was implanted to stabilize and reduce mr to 2. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.